Event description:
The dentist reported that immediate occlusal loading abutment fractured. Several attempts were made to remove the screw were unsuccessful, so the implant was removed.

Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The top portion of the fractured screw was not returned. An x-ray was provided by dentist showing that the abutment screw had fractured inside the implant. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Date of this report, date received by manufacturer, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add evaluation codes.